Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging inaccurate result of "175mg/dl" as compared to a laboratory result of "134mg/dl" performed less than 10 minutes apart. Additionally the subject meter was compared to another meter but the reading(s) was not available. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.